Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not duplicated, the scope exhibited good image. No flickering was observed and no distortion noted however, a leak on the ¿a-rubber¿ was found. Severed frayed wires on the bending mesh was observed. The device was placed for repair. The reported issue was not duplicated , however, the failure found on the device "a rubber" and frayed wires likely attributed to users handling and maintenance issue. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device capture image was not centered, skewed on the display. There were no further details provided regarding the reported event. No known patient harm or impact reported.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. .